Event description:
The patient's lead was explanted and replaced. The lead was discarded.

Manufacturer narrative:
Section d4. Device model: corrected data; supplemental MDR 1 inadvertently did not report device information section h4. Device manufacture date: corrected data; supplemental MDR 1 inadvertently did not report device manufacture date

Event description:
The patient could not feel stimulation and the device showed high impedance. No known intervention has occurred to date and no additional relevant information has been received to date.